Event description:
States patient had surgery which was a laparotomy, drain was placed. Drain removal five days later was not account and was attempted to be removed under local. The patient was brought to the or and general anethesia was necessary. Patient had to be reopened with fascia needing to be resutured. The nurse in the or verified that the drain did not break, but just could not be removed from the patient.